Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced a non-infectious inflammation. No diagnostic cultures were performed. Intraocular injection treatment was given. The lens was later removed and replaced for a same size, same model lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: impact code 4627.claim# (B)(4).

Manufacturer narrative:
3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).